Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms. Technical services (ts) discussed possible causes including potential calcification around the shock coil(s). The field representative will discuss this further with the health care professional (hcp). Additional information received indicated that lead and device replacement was scheduled and later cancelled. This device and this lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms. Technical services (ts) discussed possible causes including potential calcification around the shock coil(s). The field representative will discuss this further with the health care professional (hcp). Additional information received indicated that lead and device replacement was scheduled and later cancelled. This device and this lead remain in service. No adverse patient effects were reported. Additional information received reported that this implantable cardioverter defibrillator (ICD) and this implantable defibrillation lead were explanted. No additional adverse patient effects were reported.